Manufacturer narrative:
"Date of event - date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00186. It was reported that the patient experienced ineffective therapy and the right-side lead migrated. Reprogramming did not resolve the issue. Surgery occurred to explant and replace the right-side lead to address the issue. It is unknown which lead is the right-side lead so both leads are being reported.